Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer's blood glucose level was 80mg/dl, and their sensor reading was 37mg/dl. The customer states the device had gone into threshold suspend. The customer declined to troubleshoot and states they had spoken with their trainer about issues.